Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low and high blood glucose levels. The customer also stated that the insulin pump had delivered too much insulin, causing her blood glucose to drop less than 50 mg/dl. The customer was unable to troubleshoot because the insulin pump was not present at the time of the call. Advised to call back in order to troubleshoot the insulin pump. Explained the scroll wrap feature as well. Nothing further reported.